Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during thorascopic lobectomy, on the second firing of lung parenchyma resection, purple reload was attached and the opening/closing of the jaws were checked. When the surgeon attempted to clamp the lung parenchyma and fire the reload, the green indicator did not illuminate. The surgeon tried to clamped it again, but the same event happen. A new purple reload was attached and it could be used without problem. The surgical time was extended by less than 30 min. There was no patient injury.